Manufacturer narrative:
The last calibration performed on (B)(6) 2020 was ok and there were no alarms. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay and the elecsys ft4 iii assay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. The primary tube of the sample initially resulted with a tsh value of 0.022 uiu/ml. The primary tube was poured into an aliquot tube and was repeated twice on (B)(6) 2020, resulting with tsh values of 2.64 uiu/ml and 2.68 uiu/ml. The repeat values were more believable to the customer. The primary tube sample initially resulted with a ft4 value of < 0.500 pmol/l accompanied by a data flag. The primary tube was poured into an aliquot tube and was repeated twice on (B)(6) 2020, resulting with ft4 values of 16.13 pmol/l and 16.05 pmol/l. The repeat values were more believable to the customer. The tsh reagent lot number was 484229, with an expiration date of 31-may-2021. The ft4 reagent lot number was 459257, with an expiration date of 28-feb-2021.